Manufacturer narrative:
H3: product ID 97755 serial# (B)(6) was returned for analysis and found there was a failure with the recharger and that a "no device found" message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they are having problems with the controller and recharger for about 3 weeks. Patient stated they are getting message system problem rm03 when they are recharging the implanted neurostimulator. Patient stated they have reset the controller but that does not resolve the issue. Patient reported they have problems connecting to charge the ins. Patient stated the recharger (rtm)/paddle gets very hot like burning. Agent asked patient to connect with controller show implanted neurostimulator 40%, controller 100% charged. Patient service confirmed there is no visible damage on the controller port. Agent asked patient to inspect the recharging antenna for damage and patient said there is no damage on the recharger. Agent confirmed there is no skin/tissue damage on the body from recharger (rtm). The issue was not resolved. A replacement recharger was sent out. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.